Manufacturer narrative:
(B)(4). Concomitant medical device: biomet microfixation 1.5 mm system 4 hole extra long straight plate, catalog #: 01-7408, lot #: 259950; biomet microfixation "1.5 mm" system high torque (ht), sd, x-dr, screw 1.5 mm x 4 mm, catalog #: 91-6104, lot #: 407720; biomet microfixation unknown screw, catalog #: ni, lot #: ni. Therapy date: (B)(6) 2018. Foreign country: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation due to hospital policy. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2018-00594 and 0001032347-2018-00595.

Event description:
It was reported, a revision surgery was performed due to infection. The infection, subplastical empyema, occurred during rehab after the initial surgery. The devices were removed during the revision surgery. The surgeon requested the htr implant be remade. The distributor stated the doctor indicated that the infection was not related to the implant. No additional patient consequences were reported.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
These parts were explanted, therefore the complaint is considered confirmed. The reason for the revision and remake request was due to the patient developing 'subplastical empyema.' Functional testing and inspections could not be performed due to the product not being returned and no photographs, x-rays, scans, or physician reports being provided. For these reasons, the most likely underlying cause of the complaint cannot be determined. In the instructions for use (IFU) for this product in the section titled possible adverse effects: while rare, implantation of foreign materials may result in sensitivity reactions. Peripheral neuropathies have been reported in conjunction with surgical procedures involving implantation of various types of devices. Subclinical nerve damage occurs more frequently, usually as a result of surgical exposure/trauma. Htr polymer implants can loosen or migrate due to loss of fixation or trauma. Infection can lead to failure of the procedure. Device history record (DHR) was reviewed and no discrepancies were found. There are no indications of manufacturing defects. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2018-00594-1 and 0001032347-2018-00595-1.